Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. The possible root cause may be related to 1) gap or separated IV tubing. The associate inadvertently did not place the tube in the fixture where the assembly is performed with uv light. 2) cut/ slices in the tubing. Improper handling of the IV tubing, being able to get in contact with sharp surface at infusion site or manufacturing process. However, a sample evaluation is needed in order to determine exact root cause. The current process controls include 1) 100% visual inspection where the associate must ensure that the uv curing of each assembly to the cassette is complete and covers the entire circumference of the joint and ensures that there is a complete distribution of the adhesive without gaps or bubbles, 2) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode and 3) quality sampling for final physical testing, for performing a flow and underwater leak tests. The batch records for batch fa23j25364 were reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: customer reported: primary tubing was leaking out of it right below the cassette when priming fluids. Waiting for confirmation of no patient harm and asked staff if tubing was saved. A preliminary review of the logs identified the following issue: leak at the cassette unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The set was returned for evaluation. The following evaluation steps were performed: 1) visual inspection, 2) installed the admin set on ivenix infusion system machine and ran the primary bolus prime and secondary prime, 3) microscopic examination (tabletop digital microscope), 4) underwater leak test. During evaluation, the following observations were made: the admin set was installed in the ivenix infusion system machine and it was not possible to set up the set rate and set volume as alert "tubing set is misloaded" was replicated in the ivenix display. The admin set was visual inspected and goil foils were observed according to the applicable drawing and drops of saline solution were observed coming from bottom of cassette as reported by the customer. Microscopic examination was performed, and a weak sealing was observed which could have caused the reported leak. An underwater leak test was performed based on wi-qa-006564 [a] and air bubbles were observed coming from the cassette. The customer complaint is confirmed. The potential root cause could be related to a weak sealing of the cassette during the manufacturing process. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests and 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch records fa23j25364 were reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.